Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The MFR is conducting further investigation and clinical assessment. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
It was reported that a pt experienced chest pain and was admitted to the hosp. The pt's stress test was positive and the physician decided to further treat the pt. A volcano pressure guide wire was used to obtain the reading; however, the physician suspected potential wire drift and decided to use another MFR's device. The physician decided the pt needed further treatment and successfully placed a stent. The pt is doing fine.